Manufacturer narrative:
(B)(4). Batch # m52126. Photographic analysis: picture one shows the proximal anvil part of the cdh29a device, and an anvil tip in the table. Picture two shows the anvil tip bent. Based on the photo evidence, damaged component can be confirmed, however, the photos do not provide evidence relative to what may have caused the issue. The analysis results found that the cdh29a device arrived with the anvil bent, otherwise in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. No functional test was performed due the condition of the anvil. While no conclusion could be reached as to how the anvil became bent, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigma procedure, the anvil shaft was deformed; trocar could not be inserted. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.